Manufacturer narrative:
Additional manufacturer narrative: updated section .

Event description:
It was reported that a patient with a 19mm aortic valve was being evaluated for a valve-in-valve procedure after an implant duration of 11 years, 3 months due to degeneration and aortic stenosis. The patient's preoperative imaging demonstrated that she was not a candidate for tavr. The physician recommended redo sternotomy with root enlargement and valve replacement with a mechanical valve. The patient underwent re-do avr with root enlargement after an implant duration of 11 years, 5 months. The patient received a 21mm valve. After coming off of bypass, the patient had severe lv dysfunction. Multiple vasopressors and inotropes were added and a balloon pump was placed to improve lv function. The lv function did not improve so a 2 vessel bypass was done to try to improve the lv function. Due to the persistent lv dysfunction, the patient was placed on central va ECMO. Impella was placed on pod #7. The patient was weaned from ECMO on pod #11. Unfortunately the patient's myocardium did not recover. The patient expired on pod #12 due to post pericardiotomy shock and acute hypoxic respiratory failure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5-b7 and f10.

Event description:
It was reported that a patient with an aortic valve was being evaluated for a valve-in-valve procedure after an implant duration of 11 years, 3 months due to degeneration and aortic stenosis. The patient's preoperative imaging demonstrated that she was not a candidate for tavr. The physician recommended redo sternotomy with root enlargement and valve replacement with a mechanical valve.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
It was reported that a patient with an aortic valve was being evaluated for a valve-in-valve procedure after an implant duration of 11 years, 3 months due to degeneration and aortic stenosis. The patient's preoperative imaging demonstrated that she was not a candidate for tavr. The physician recommended redo sternotomy with root enlargement and valve replacement with a mechanical valve. The patient underwent re-do avr after an implant duration of 11 years, 5 months. The replacement valve is unknown. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing related issue was not identified. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 19mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 11 years, 3 months due to unknown reasons. No other information was provided.